Event description:
A malfunction alarm labeled as "malf 9" was reported by the customer. There was no reported impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurrence of the malfunction.